Event description:
Medtronic received information that a21 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sw 3.0b. On the event date (B)(6) 2021. Customer returned pump for an alleged pump a21 alarm. Pump passed the selftest, a21 error test and displacement test. Unit was monitored and no pump error a21 alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date and time of alarm due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip and missing endcap sticker. Unit passed required testing. Not confirmed a21 error alarm during test.